Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Once at the hospital the patient was diagnosed with dka as well as als (amyotrophic lateral sclerosis). The patient was treated with insulin. The patient was in the hospital overnight and then transferred to an extended care facility where they currently reside.